Event description:
This incident occurred on a 4 year 3 mo old male with 20% total body surface area burn who was undergoing split-thickness skin grafting. The donor site graft was being harvested from the pt's scalp with an electric dermatome at a setting of .0010 inches. During the procedcure, at the end of harvesting an approx 3 inch long strip of graft, fat was observed in the bed of the donor site, suggesting a deeper graft cut than the setting should allow. The harvesting was discontinued and on inspection of the dermatome, rather than in a protected location on the housing of the instrument. User is also of the opinion there should be some sort of locking mechanism to prevent blade settings from changing, once set. Upon confirming the depth of the graft the deep portion of the graft was tacked back into place. It has healed without problems. Since this is the second episode within a week of a vernier setting changing, a voluntary report was thought appropriate.